Event description:
The patient was implanted after a very successful, uneventful single shot morphine trial. Sometime after implant (pump contained morphine) the patient began to have swelling in her legs. The healthcare professional (hcp) assumed the swelling was due to the morphine, so he switch the drug to dilaudid; still her legs swelled. One more time he switched the drug to baclofen, but her legs swelled up again. When the pump was put into "stopped pump" mode for a day or 2, the swelling subsided; when it was started back up, she swelled. She saw several other physicians including cardio to rule out other reasons for the swelling but nobody was able to determine why. So in 2009, the hcp removed the distal portion of her catheter to try to rule out whether the catheter tip placement was causing the swelling. The tip was totally intact. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Final device analysis of the catheter revealed no anomaly found; acceptable catheter testing. Catheter.